Event description:
The customer reported the display on the unit was going blank intermittently.

Manufacturer narrative:
(B)(4). The customer reported the display on the unit was going blank intermittently. The unit was evaluated at philips and the symptom was verified. The power pca was replaced which resolved the reported issue.